Event description:
It was reported that prior to implant while still in the box, the device could not be interrogated. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported inability to communicate with the device was confirmed in the laboratory. During device testing, communication was restored and the anomaly was lost. The cause of the field event remains undetermined.